Event description:
Received info stating customer has received multiple occlusion alarms. There was no reported impact to blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.